Event description:
It was reported that on 22 jun. 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). During the preparation, the valve was loaded and it was difficult to load but eventually it was able to be loaded. During the procedure, the valve was required to be recaptured as the implanter was not satisfied with the position. Despite the use of micro-adjustment wheel while the ds was in the descending aorta, the valve capsule could not be closed till the end then the ds was removed from the patient's anatomy. As the valve looked nothing abnormal, same valve was selected for loading with a new flexnav ds. During preparation, retainer tabs were not able to be seated in the retainer receptacles. Upon inspection of the valve, it was noted that the valve cells connected to the retainer tabs were slightly shrinked. A new 29 navitor vision valve was loaded on to the second ds and able to be implanted successfully. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was discharged.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.